Manufacturer narrative:
A review of the package device history record was conducted and no similar concerns were found. No samples or photos were returned, and so the alleged complaint could not be confirmed. A possible explanation is the potential deployment of the filter into an secondary vessel.

Event description:
Option filter did not deploy (open) all the way. Filter retrieved and new filter placed. Product thrown away and unable to return for inspection.